Manufacturer narrative:
Concomitant products: product ID: 3889-28, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. See also mfg. Report no. 3007566237-2016-04429.

Event description:
Initially, a healthcare professional reported via a manufacturer representative (rep) there was an infection. It was noted the patient was primarily treated for was prostate cancer. It was noted that rubefaction on the percutaneous extension site was observed. The rep noted drainage treatment was performed after the lead had been extracted. The rep stated there was no particular problem of the pocket that was observed. The rep stated it was considered to be a partial infection; therefore the implantable neurostimulator (ins) was implanted as scheduled. The rep noted there was a suspicion of infection of the percutaneous extension site. The rep noted that exposure and friction of the percutaneous extension may have led or contributed to the issue. It was noted the patient was once discharged from the hospital during the two week period stimulation period. It was noted there was a trace of feces that was found stuck on the medical tape put on the incision. The rep stated there was drainage of pus from the precautious extension site. The rep noted there was no intervention or actions taken to resolve the issue in particular. It was unknown if the issue was resolved at the time of the report. The indication for use is unknown. Additional information received on 2016-dec-19 reported there were signs of infection, but it was improved. The ins was implanted and the patient was under monitoring using antibiotics. On (B)(6) 2017, however, the patient visited the hospital complaining of pain on the implant site and symptoms of infection. The ins system was explanted the same day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.